Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. If explanted; give date: n/a (not applicable). The intraocular lens was removed and replaced during the same procedure. All pertinent information available to abbott medical optics has been submitted.

Event description:
When inserting the intraocular lens (iol) into the eye, the customer account reported an iol unfolding issue. There was patient contact. Removal of the iol was required. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Device evaluation: the product was received in a lens case. The lens was inspected by a qualified inspector using 12x microscope magnification and no anomalies were found. The reported complaint was not verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.